Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The ultrafiltration volume was 660 ml. This event meets overfill criteria. On (B)(4) 2010, product surveillance spoke with nurse and provided the results of evaluation. The nurse looked up the serial number for the homechoice device ((B)(4)) and reviewed her documentation. The nurse stated that no adverse events were reported for the occurrence date of (B)(6) 2010. The nurse confirmed that no medical intervention or patient injury was reported. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test and the homechoice rite electrical test. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).